Event description:
An authorized third party service provider (asp) contacted ventec to report that the device was providing low fio2 (fraction of inspired oxygen) readings and displaying the patient circuit disconnect alarm. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was evaluated by an authorized service provider (asp) where the reported issue of the device providing low fio2 (fraction of inspired oxygen) readings and displaying a patient circuit disconnect alarm was confirmed. The asp replaced the external flow module (efm) and internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issues to be the efm and ift.